Manufacturer narrative:
Chemistry testing found the adhesive like substance showed similar absorption characteristics when compared to cynoacrylate like material. Cynoacrylate is a normal part of the manufacturing process for balloon bonding and this is not considered a product defect. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe, 3 three-way stop cocks, and a terumo 5 ml syringe were returned for evaluation in opened original packaging box. No introducer was returned. Clear materials were found on the catheter body around 57.5 cm proximal from the catheter tip. The largest material measured approximately 1.5 x 1.5 x 1.5 mm in size. The balloon inflated clear and concentric and remained inflated for 5minutes without leakage. The particulate was detached and sent to chemistry for testing. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistencies to the balloon or returned syringe were observed. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of ¿adhesive like material was attached on the catheter¿ was confirmed. Chemistry testing is in-progress. A supplemental report will be sent with the chemistry investigation results.

Event description:
It was reported that "adhesive like material was attached on the catheter and it was unable to pass through the introducer during use. It is unknown if the customer checked the catheter before use. The location of the foreign material is also unknown." No patient complications were reported.